Event description:
It was reported that a malfunction alarm occurred. The incident did not result in any reported adverse impact on the customer¿s blood glucose level. The customer declined to share a backup method of insulin therapy.